Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 3oct2018. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue and replaced the battery (from customer's inventory). The device passed performance assurance testing after repairs were completed.

Event description:
It was reported that the device would not work on battery power. There was no patient involvement. The event date was not specified; estimate used.